Event description:
The clinic reported a pt undergoing bilateral refractive vision correction was overcorrected in both eyes. The post-op examination revealed that the pt's ucva was 20/40 in the right eye and 20/100 in the left eye.

Manufacturer narrative:
The equipment was examinted and tested by an amo field service technician at the clinic location, and the excimer laser and wavescan were found to be operating properly.